Event description:
Locking pliers did not work properly: the spring that pushes the pliers open snapped off. The problem was discovered after the sterilization. It is unk if this happened during any surgery or during the sterilization process. No pt impact was reported.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed no complaint related anomalies. Visual eval noted the spring was missing on the device. The investigation determined that the spring broke due to a corrosion tension crack. The instrument meets drawing specifications.